Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During insertion, while introducing the farawave it was aspirated lots of air continuously and valve was leaking. The sheath was replaced, and procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During insertion, while introducing the farawave it was aspirated lots of air continuously and valve was leaking. The sheath was replaced, and procedure was completed with no patient complications. The device is expected to be returned.